Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (MR), large atrium, prolapsed posterior leaflet for a Mitraclip procedure. During the procedure, mitraclip XTW was attempted. Multiple attempts were made to successfully capture the anterior and posterior leaflets. Leaflets were damaged due to repeated clampings. Physician decided to discontinue the procedure. The final MR was grade 3-4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.